Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon power up, the device displayed error 45520. The reported customer complaint was verified. The root cause was determined to be keypad, which was then replaced. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.